Event description:
It was reported that the intraocular lens (iol) had patient contact; however, the anterior chamber collapsed and the doctor had to change to a different lens. No further information was provided.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The sample was visually inspected. Scarce residues of viscoelastic solution and scratches were observed on lens optic. The lens condition is consistent with a lens that was removed from the patient's eye. Due to the returned condition of the lens further evaluation could not be performed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - capsule collapse.all pertinent information available to abbott medical optics has been submitted.